Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of the call. The customer used food and fruity drinks to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed /but did not resolve the issue. Customer reported getting no delivery alarms even after a set change. The customer received emergency medical assistance to bring down the high of 387 mg/dl on (B)(6) 2018. The customer had low battery alarms on both dates. The insulin pump will be returned for analysis.